Event description:
It was reported that during an ultrasound-guided breast biopsy, the device allegedly failure to prime. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore disposable core biopsy instrument was received. On visual evaluation, the biopsy instrument appeared to have blood residue and the device was returned fully primed, with the top and bottom slide pulled back. Upon the function evaluation, the top slide was able to lock into place and the bottom slide was then pushed into the device and was also able to lock into place however, when the bottom slide was locked into place the top slide would self-activate. The x-ray showed that the cannula tangs were not fully engaging with the device housing. The device was disassembled, and internal parts were inspected. Upon disassembly, it was noted that the left bumper was found to be bent. Additionally, the tangs did not appear to be damaged or deformed and were able to lock securely into place while the device was disassembled. It was noted that the stylet hub was from cavity 2 and the cannula hub was from cavity 22. Therefore, the reported failure to prime and the identified self-activation is confirmed as the top slide self activated when when the bottom slide was locked into place during priming the device. A definitive root cause for the reported failure to prime and the identified self-activation could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 08/2023). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd h3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 08/2023).

Event description:
It was reported that during an ultrasound-guided breast biopsy, the device allegedly had a difficulty to set up. There was no reported patient injury.